Manufacturer narrative:
Continuation of d10: marksman microcatheter, product ID: unk-nv-marksman, (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a 5f intermediate catheter was delivered to the v3 segment and the marksman stent delivery catheter was navigated to the distal basilar artery via a guidewire. The pipeline flex stent was prepared and after normal hydration, the stent was pushed out and the small wings were flipped. After flipping, it was found that only one side of the small wings remained. An attempt was made to deploy the stent, however, the stent was delivered into the distal end of the microcatheter, became stuck, and could not be pushed. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, fusiform, left v4 segment vertebral artery dissecting aneurysm with a max diameter of 13 mm and a 14 mm neck diameter. The landing zone arterial diameter was 3.5 mm distally and 4.3 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as routine. The angiographic result post procedure was reported as normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. There was no damage to the catheter or pushwire. Ancillary devices included 5f puweisen intermediate catheter.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. The catheter was not returned. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex braid was found detached from the pushwire. The distal and proximal ends of the braid were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of "device opens prematurely" was confirmed, as the pipeline flex braid was found detached from the pushwire. The distal and proximal ends of the braid were found open and frayed. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Possible causes of the device opening prematurely include resistance during delivery, excessive force during delivery, over-manipulation, or rotating or pulling back the pushwire during delivery. The customer report of "resistance during delivery" was not confirmed, as the pipeline flex was returned without the catheter. No damage was found with the pushwire. The cause of the resistance could not be determined. Possible resistance-causing factors include vessel tortuosity and a lack of continuous flush. However, the customer indicated that the vessel's tortuosity was moderate and that a continuous flush was used. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance was not determined. The cause of the issue and damage to the wings was related to damage on one side of the distal protective sleeve. The pipeline device was replaced to complete the procedure, while the marksman catheter was not replaced. The pushwire was neither rotated nor pulled back at any time during the procedure.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.